Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to reset the pump and advised waiting 20 minutes before starting a sensor session, which resolved the error.